Event description:
The advocate stated the customer's blood glucose was tested using the contour meter and another meter. The contour read 34 mg/dl, while the other meter read 175 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab did not confirm low readings. They did, however, find 1 out of 5 control test results to read 183 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.